Event description:
Customer reported the c-arm won't lock. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the set screws. System operates as intended. This MDR is related to ge healthcare complaint number.